Event description:
It was reported that an asymptomatic patient presented remotely. Review of the transmission revealed the far p-wave oversensing on the ventricular channel and high capture threshold was noted on the right ventricular (rv) lead. The rv lead was inappropriately capturing the ra as well. X-ray was performed and revealed a dislodgement of the rv lead. The patient presented to a lead revision procedure. During the procedure, the rv lead was replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
New information received indicated that when the lead was replaced, it had been explanted. The physician suspected that the lead had lack of slack.